Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose level of 428 mg/dl. They tried to treat with a bolus from the insulin pump but it would not let her. They treated with manual bolus. The customer¿s current blood glucose level was 278 mg/dl. Troubleshooting was performed and insulin exited without incident. It was noted the customer gave herself another bolus from the insulin pump because their blood glucose level at the end of the call was 246 mg/dl. The customer was advised to monitor the insulin pump. The device will not be returned for analysis.